Manufacturer narrative:
Please reference MFR report # 2916596-2013-01774 for information regarding the first lvad. A correlation between the lvad (device) and the report of suspected thrombus could not be determined. No autopsy was performed and the device was not returned. Although the root cause for the reported event could not conclusively be determined without an evaluation of the lvad, the device's approved labeling lists device thrombosis as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the status of the device and whether it will be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.

Event description:
Per user facility report received from the (B)(6) registry: date of event: (B)(6) 2014: pump thrombosis. Outcome death (B)(6) 202014. The follow-up information received from the vad coordinator stated that the patient¿s signs of pump thrombosis were elevated lactate dehydrogenase, low haptoglobin, power fluctuations. At the time of this event, the patient was on the second lvad and reportedly did not leave the hospital following the pump exchange procedure. The pre-operation workup had not indicated any pre-existing condition. An autopsy was not performed following the patient death and the pump would not be returned.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that the pt expired due to pump thrombosis. No other information has been provided at this time.